Manufacturer narrative:
Investigation: an investigation has not been completed because to date this device has not been returned for an evaluation. The instructions for use (IFU) provides the following warnings for the user: use ablators only within prescribed generator settings. The recommended generator settings for this device (ia-2379) are as follows: soft tissue ablation: 70 watts "cut" max/50 watts "cut" min; coagulation: 50 watts "coag" max/30 watts "coag" min. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns; lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage; if any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device; improper application or use of the dispersive pad may result in a patient burn or poor performance of the ablator. If higher than normal power settings are required, check for obvious defects and proper adhesion. Do not reuse or relocate the dispersive pad after initial application. If dispersive pad relocation becomes necessary during the procedure, always use a new pad. Electrode gel is unnecessary and should not be applied. Risk of patient injury may be minimized by selecting a dispersive pad site that is remote from the heat sources; use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the patient; do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid insulation damage.

Event description:
The customer reported that during use of this ablator in a shoulder arthroscopy, the tip began to spark. The device was removed from the surgical site and a hole was observed in the tip coating. An alternate ablator was used to complete the procedure. There was no report of injury or surgical delay associated with this event.